Event description:
It was reported that bd alaris secondary set separated the following information was received by the initial reporter with the following verbatim here are the pictures of the line from this morning, when the nurse went to attach the injector to the end of the line the piece which it connects with completely came off of the line. This isn't the first issue we have had within the last week. A few days earlier on one of the lines the connection piece pushed backwards down the line as well.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
It was reported by the customer that when the nurse went to attach the injector to the end of the line the piece which it connects with completely came off of the line. Three photos were received for quality evaluation. Investigation of the photos received indicate that the securement collar for the male luer is missing from the assembly. The customer complaint that the securement collar separated from the assembly was confirmed. A root cause could not be determined based on a physical sample not being submitted for investigation. The component supplier was informed of the issue and we will monitor production to determine if further action is needed. A device history record review for model 10016073 lot number 23119058 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03nov2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.